Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later, healthcare professional reported baker grade IV. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade unknown" and later grade IV confirmed. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted and replaced.